Manufacturer narrative:
Medela canada customer service emailed the customer and asked if she had reset the pump and what time would be best to contact her to perform troubleshooting on the pump. The customer indicated that she did reset the pump and after that the suction did not seem to improve. The customer also inquired about the symphony and pump in style, which she felt had a stronger suction for building her milk supply. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/22/2021, the customer indicated she had developed mastitis on (B)(6) 2021 and was prescribed an antibiotic, which is now resolved. Additionally, the customer indicated that the replacement pump seems to be working fine and will be returning the old pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer contacted medela canada via email and alleged that her freestyle flex breast pump had poor suction. The customer also alleged that due to not emptying her breasts she developed clogged ducts and an incident of mastitis. She also indicated that she purchased a harmony breast pump and was able to express more with it.